Event description:
On (B)(6) 2026, a female patient with a history of breast cancer metastatic to the liver received histotripsy treatment to five (5) lesions in segments 5 and 6 for a total planned treatment volume (ptv) of approximately 88.8cc. The patient has had a total of four (4) histotripsy procedures. Two liters of fluids were given pre- and intra-procedurally. Patient had increased creatinine levels and was admitted. Patient was treated with fluids without the need for dialysis, however creatinine was still rising and peaked on pod8. As of on (B)(6), the patient recovered and had been discharged with creatinine levels returned to baseline.

Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the histotripsy procedure. The post-procedural acute kidney injury is consistent with the labeled risk associated with large treatment volumes and multiple treatment sessions. Histosonics has incorporated the following warning into its labeling: "consider patient specific risk factors for acute kidney injury (aki) and/or renal failure based on clinical history and procedural scenarios that could increase stress on kidney function, including but not limited to hydration status, planned treatment volume and expected use of imaging contrast agents. Consistent with other liver-directed therapies, treatments involving large treatment volumes or multiple treatment sessions may be associated with an increased risk of aki. Evaluate renal risk and monitor for signs of aki before and after treatment."